Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post aquablation procedure the patient was taken back to the operating room to open up the abdomen for further exploration due to a suspected perforation. The treating surgeon was unable to find a perforation during the exploration and is unsure as to what may have occurred. The patient's bladder was found to be intact. The patient was discharged home from the hospital and was reported to be in good condition. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
Additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the device history record (DHR), and labeling. A review of the treatment log files for this procedure could not be conducted as these were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. A review of the device history record (DHR) (B)(4)/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation a root cause for the reported event could not be determined. The treating surgeon was unable to find a perforation during the exploration and is unsure as to what may have occurred. The patient's bladder was found to be intact. The patient was discharged home from the hospital and was reported to be in good condition. No malfunction of the aquabeam robotic system was reported during this event. Based on the information obtained through the treating surgeon plus a review of the DHR and labeling the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.